Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck to the distal non-anerurysmal iliac neck was 165 mm. The iliac arteries were reported to be small and calcified with very poor access. It was reported that the left external iliac artery was perforated during the procedure. The perforation was repaired at the end of the procedure. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. It was reported that the patient was fine at the end of the procedure. It was reported that the patient died on an unknown date of unknown causes. Further information from the user facility is pending.